Event description:
After treatment to occlude the greater saphenous vein, a routine examination 4 days later revealed a 1.4cm long non-occlusive thrombus in the common femoral vein at the sapheno-femoral junction.